Event description:
Used had passed out. Spouse took user to the ER. A lab was done and glucose was 67 mg/dl. She was given orange juice. The doctor said meter was not working properly. Controls were not used. The device was replaced and requested to be returned for evaluation.